Event description:
The silver c-clip on the driver block had broken off. The customer denied that the pump was bumped or dropped. Advised the customer to reset the time, date, and basal rates on the pump.